Event description:
It was reported that during the implant procedure, the lv (left ventricular) ring electrode did not capture at maximum output through the analyzer. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.